Event description:
Patient offered no complaints pre dialysis - blood pressure 120/70, temp. 98.5. One hour into dialysis patient experienced symptoms of cold and chills. Temp 96.6 dialysis treatment was terminated. Patient was kept in the dialysis unit x one hour for observation. Temp. Increased to 99.8. Blood pressure 110/70. Post weight unchanged from pre weight 60.8 kg. Syleral was administered at time of symptoms and blood cultures and cbc were drawn. Blood cultures were negative after 9 drop cbc showed no elevation in white blood count. Patient was sent home and experienced no further symptoms.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.